Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
The product concern was reported by a clinical educator indicating "PICC line was being pulled back to be in a mid-line position when the PICC nurse went to redress the line and remove the old temporary dressing, line seemed the shear in half. Please research if this has been an issue with this product at other facilities. We have not had this happen to us before.¿